Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2024. This report is to update the event description with the full details from the initial MDR and to include the additional information from (B)(6) 2024. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off label usage of the device. On (B)(6) 2023 around 5:00 pm, the patient was tired and in bed sleeping. It was noted that the patient lives in an assisted living facility, and typically self-administers insulin using an insulin pen. The patient's daughter followed the patient via the follow app and saw that the patient's cgm reading was 70 mg/dl and "kept dropping". The patient¿s daughter attempted to reach the patient but was receiving no answer by phone. The patient¿s daughter called the facility and asked for a wellness check to be done on the patient. When the assisted living facility checked on the patient, the patient was "groggy, clammy, and unresponsive". The cgm was providing a ¿low alarm¿. The facility called 911. There was no report of any specific bg/cgm values for this event. Once emergency medical services (ems) arrived, the patient was transported to the hospital and his dexcom sensor was removed. The patient¿s daughter did not know the exact treatment/medications the patient received in the hospital, other than short-acting insulin to stabilize his bg level. The patient was discharged home 2 days later. The patient was in good condition at the time of report. The patient¿s daughter also indicated during the report that after the event it was discovered that the patient had two insulin pens with long-acting insulin. Although exact details were unknown, she theorized that the sensor may have been inaccurate and that it is possible he may have self-administered insulin doses with two pens. After the event facility staff held the pen until he made a request to use it. On the day of the event the time of self-administration was not specified, and cgm values were not available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code e2304 chills diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the patient was experiencing an unknown sensor issue which occurred. The sensor was inserted into the abdomen, which is off label usage of the device. On (B)(6) 2023 the patient was tired and in bed sleeping. It is noted that the patient lives in an assisted living facility. The patient¿s daughter had been attempting to reach the patient but was receiving no answer by phone. The patient¿s daughter called the facility and asked for a wellness check to be done on the patient. When the assisted living facility checked on the patient, he was cold, clammy, and unresponsive. The cgm was providing a ¿low alarm¿. The facility called 911. There was no report of any specific bg/cgm values for this event. Once emergency medical services (ems) arrived, the patient was transported to the hospital and his dexcom sensor was removed. The patient¿s daughter did not know the exact treatment/medications the patient received in the hospital, other than insulin. The patient was discharged home 2 days later. The patient was in good condition at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.